Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient had pocket swelling and was also hot to touch. There were no additional adverse patient effects reported. The rv lead was explanted. "This report reflects info received by FDA in the form of a notification per 803.22 (b)(2)."